Event description:
The info was obtained from the (B)(6) journal of vascular surgery, vol. 21, no. 3, 2012. The pt was admitted to the hospital with a diagnosis of an infectious aneurysm of the sinus of valsalva. The pt experienced ventricular fibrillation during her stay and underwent valve explant surgery. Intraoperatively, a hole measuring 1 cm was discovered in the aortic wall around the commissure of the left coronary cusp and the right coronary cusp and the formation of a pseudoaneurysm from the commissure forward the aortic wall. The bentall procedure was performed with another manufacture's valve and graft. The pt recovered and was discharged from the hospital.